Event description:
It was reported the cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed. The download data shows the pod was received in pod state 15, delivering 31 pulses, 21 of which occurred during first prime. The device was deactivated by the user after second prime. A rotational sensor malfunction was observed in the data, causing first prime to end earlier than expected and the pod not to deploy by the end of second prime. The pod was rerun on a different pdm. During the rerun the pod deployed normally. The rerun download data shows the pod was able to complete the priming process in the expected number of pulses and the pod was able to complete a 5 unit bolus, but a rotational sensor malfunction still occurred in the data. Investigation of the device found debris on the commutator cap. This debris caused the rotational sensor spring to avoid contact with the commutator cap, causing the rotational sensor malfunction and the device to not deploy.